Event description:
It was reported that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. The pt's device was disabled by the physician. There may have been possible trauma or manipulation to the device site during the pt's multiple surgeries, unrelated to vns therapy, which contributed to the reported event. X-rays were received and reviewed by the MFR. No obvious anomalies were identified which could be contributing to the reported high lead impedance event.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.